Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak tear the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. A separation adjacent to abrasion, indicating the tubing had been kinked onto itself, was noted on the longer exhaust tube of the pump. This was a site of leakage. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on the inlet tube and longer exhaust tube of the pump indicated that they may have overlapped and abraded against one another while in-vivo. This then may have caused the longer exhaust tube to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable.